Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 2cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The samp;le is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface of the cavity ID end. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with (B)(4) fmcna provided adapter and blood port caps. The fibers were wet with evidence of blood exposure. The fiber bundle was streaked with blood. A small amount of coagulated blood was noted between threads of both screw flanges and the dialyzer housing at both ends of the dialyzer. Gross visual examination of the sample revealed a thin piece of debris consistent with polyurethane/polyethylene (pe/ pu) silvers situated between the potting cut surface and the o-ring of the cavity ID end. The debris consistent with pe/ pu silvers are thin and flexible but retain shape. There was no other damage or irregularities noted; specifically, there were no cracks noted to the molded polycarbonate components or polyurethane potting ends. The dialyzer was subjected to a laboratory external leak test where a leak was detected coming from the cavity ID end screw flange. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.